Event description:
It is reported that a customer reports physical damage on the rim of the reservoir. The patient's blood glucose level was at 301 mg/dl. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Findings: pump was received with broken reservoir tube lip, missing reservoir o-ring, cracked reservoir tube window, cracked battery tube threads, cracked display window corner and cracked lcd window. Unit passed displacement test, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests.